Event description:
A customer reported that the footswitch was not responding and a system message displayed during a cataract with iol (intraocular lens) implant procedure. The footswitch was exchanged and the case was able to be completed with the same system. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch cable. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause has not been determined. (B)(4).